Manufacturer narrative:
Model number/catalog number: 72404156, serial number: n/a, batch/lot number: 947788001, model/catalog description: reservoir 100 ml pc/iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation and fluid loss are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; inflation issue and fluid loss are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was not inflating. A surgical procedure was performed, during which a break in the tubing was identified; as a result, the device was removed and replaced. The physician believed that the break in the tubing was the cause of the inflation issue. No patient complications were reported.